Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to unknown reason. Additional information obtained from the field which indicated that the lead was repositioned due to patient anatomy. The lead remains in service. No additional adverse patient effects were reported.